Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy) and surgery (hysterectomy). At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)."), device expulsion ("migration/essure device location of device: uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 22-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included gallstones and migraine. Concurrent conditions included obesity and smoker. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 14 days after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection type: urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) .essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, urinary tract infection, depression, anxiety and weight increased outcome was unknown and the uterine haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. (B)(6) 2010: tissues submitted: uterus, right essure extracted from uterus, left essure with uterus tissue, center core of uterus. Pre operative diagnosis: abnormal uterine bleeding, pelvic pain, menorrhagia, severe dysmenorrhea. Gross description: there is a portion of metallic gray coil present this is embedded within myometrium. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)."), device expulsion ("migration/essure device location of device: uterus") and uterine haemorrhage ("abnormal uterine bleeding") in a 22-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included gallstones and migraine. Concurrent conditions included obesity and smoker. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 14 days after insertion of essure, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection type: urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, menstrual disorder, urinary tract infection, depression, anxiety and weight increased outcome was unknown and the uterine haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. (B)(6) 2010: tissues submitted: uterus, right essure extracted from uterus, left essure with uterus tissue, center core of uterus. Pre operative diagnosis: abnormal uterine bleeding, pelvic pain, menorrhagia, severe dysmenorrhea. Gross description: there is a portion of metallic gray coil present this is embedded within myometrium. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporter information, new events depression, anxiety and weight increased added. Outcome for the events uterine haemorrhage and dysmenorrhoea updated to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (uterus)."), device dislocation ("migration/essure device location of device: uterus,") and uterine haemorrhage ("abnormal uterine bleeding") in a 22-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included gallstones and migraine. Concurrent conditions included obesity and smoker. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), urinary tract infection ("infection type: urinary tract infections") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total hysterectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, menstrual disorder, urinary tract infection and dysmenorrhoea outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, menstrual disorder, urinary tract infection, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: (B)(6) 2010: tissues submitted: uterus, right essure extracted from uterus, left essure with uterus tissue, center core of uterus. Pre operative diagnosis: abnormal uterine bleeding, pelvic pain, menorrhagia, severe dysmenorrhea. Gross description: there is a portion of metallic gray coil present this is embedded within myometrium. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection type: urinary tract infections, dysmenorrhea (cramping), pain, cramping , abnormal uterine bleeding. Lot number and relevant lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ perforation (uterus)') and device expulsion ('essure device location of device: uterus') in a 22-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallstones and migraine. Concurrent conditions included obesity and smoker. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"), 14 days after insertion of essure. In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infections"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstruation issues"), back pain ("back pain"), bladder disorder ("bladder / urinary"), urinary tract disorder ("bladder / urinary") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, menorrhagia, dysmenorrhoea, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, urinary tract infection, bladder disorder and urinary tract disorder had resolved and the menstrual disorder, back pain, depression, anxiety, weight increased and complication of device removal outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, complication of device removal, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (uterus).'), device expulsion ('migration/essure device location of device: uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallstones and migraine. Concurrent conditions included obesity and smoker. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 14 days after insertion of essure. In (B)(6) 2010, the patient experienced urinary tract infection ("infection type: urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("back pain"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary"), genital haemorrhage ("general abnormal bleedin") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, urinary tract infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract disorder, bladder disorder and genital haemorrhage had resolved and the menstrual disorder, depression, anxiety, weight increased, back pain and complication of device removal outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, complication of device removal, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . (B)(6) 2010: tissues submitted: uterus, right essure extracted from uterus, left essure with uterus tissue, center core of uterus. Pre operative diagnosis: abnormal uterine bleeding, pelvic pain, menorrhagia, severe dysmenorrhea. Gross description: there is a portion of metallic gray coil present this is embedded within myometrium. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for event bladder / urinary updated to recovered we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/perforation (uterus).'), device expulsion ('migration/essure device location of device: uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 22-year-old female patient who had essure (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included gallstones and migraine. Concurrent conditions included obesity and smoker. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"), 14 days after insertion of essure. In (B)(6) 2010, the patient experienced urinary tract infection ("infection type: urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychiatric problems condition: depression") and anxiety ("psychiatric problems condition: mental anguish"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), back pain ("back pain"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary"), genital haemorrhage ("general abnormal bleedin") and complication of device removal ("post removal complication - yes"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, device expulsion, uterine haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and genital haemorrhage had resolved, the menstrual disorder, urinary tract infection, depression, anxiety, weight increased, back pain, bladder disorder and complication of device removal outcome was unknown and the urinary tract disorder was resolving. The reporter considered anxiety, back pain, bladder disorder, complication of device removal, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. (B)(6) 2010: tissues submitted: uterus, right essure extracted from uterus, left essure with uterus tissue, center core of uterus. Pre operative diagnosis: abnormal uterine bleeding, pelvic pain, menorrhagia, severe dysmenorrhea. Gross description: there is a portion of metallic gray coil present this is embedded within myometrium. Concerning injuries reported in this case the following one/ones were described in patient medical records uterine haemorrhage. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Plaintiff fact sheet received. Back pain, bladder / urinary and abnormal genital bleeding and post removal complication . Reporter information, cluster ID were added.otcomes of events added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.